Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device failed to suction. The complainant stated that the check valve of the suction evacuator, allegedly came off during use. As a result, the device was replaced to complete the procedure. There was no reported prolongation of the procedure.

Manufacturer narrative:
Received 1 used evacuator. The reported event was confirmed; however, the cause is unknown. The visual inspection noted the duck valve was disconnected from inside the evacuator. During the dimensional evaluation, all dimensions were found within specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " if the drain is occluded, irrigation and/or aspiration of the drain may be required. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. Suction must be discontinued prior to the removal of the drain. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector. Y-connector to suction source. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device failed to suction. The complainant stated that the check valve of the suction evacuator, allegedly came off during use. Subsequently, the device was replaced to complete the procedure. There was no reported prolongation of the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device failed to suction. The complainant stated that the check valve of the suction evacuator came off during use. As a result, the device was replaced to complete the procedure. There was not reported prolongation of the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device failed to suction. The complainant stated that the check valve of the suction evacuator, came off during use. As a result, the device was replaced to complete the procedure. There was no reported prolongation of the procedure.